Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20 december 2023, a 25mm navitor valve was chosen for implant using a 19f flexnav delivery system. The navitor was successfully implanted and the depth of the implantation yesterday was optimal. The final implant depth was 3mm. Two hours after the procedure, patient experienced a left bundle branch block (lbbb). The patient received a pacemaker. The navitor remain implanted. The patient was reported discharged.

Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient does not have a past medical history of this type of arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.